Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's previous device from the manufacturer was very old and was not working well so they had it replaced with a competitors ins. It was noted the patient had a medical history of breast cancer, chemotherapy, neuropathy and memory issues. No further complications were reported or anticipated.